Event description:
It was reported that a home patient (hp) had used expired flexicap disconnect caps. The hp was to get a new box of caps from the clinic until the next order arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.